Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an a-fib cardiac ablation procedure which included the use of a qdot micro ablation catheter experienced cardiac tamponade treated with a pericardiocentesis. It was reported that as they were performing a post-procedure ultrasound check while they were finishing up and noted the effusion. No visible signs or patient symptoms were exhibited. The medical intervention provided was a pericardiocentesis and 400 ml's of fluid was removed. The patient was last reported to be in stable condition.